Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation, instead the battery pack was returned and evaluated. The customer's report was not replicated or confirmed. Battery pack was installed on a good working device without any issue. The battery was scrapped and the customer was sent a replacement battery pack. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.